Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, after the clamp is applied, after the excitation, the outer clip is broken. A new device was opened in order to complete the case. There was no patient injury involved in the event.